Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 200 ml of fluid in the reservoir. Visual examination confirmed the reported condition of a reservoir with a "patchy appearance". The root cause of patchy appearance on the surface of the inflated reservoir was determined to be variation in the degree of coverage of ethanox on the reservoir. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the sample. Additional information: this issue is being investigated through corrective and preventative action (CAPA).

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
Baxter (B)(4) received a report that an infusor had a reservoir with a "cracked or patchy appearance" during filling. The device was being filled with a solution containing fluorouracil. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.